Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I free t4 results for multiple samples. The following example data was provided (customer provided reference range: 9.00 to 19.10 pmol/l): sid (B)(6): (B)(6) result = 23.11 pmol/l, (B)(6) result = 10.41 pmol/l the customer is questioning the result generated on (B)(6). No impact to patient management was reported.

Event description:
The customer reported falsely decreased alinity I free t4 results for multiple samples. The following example data was provided (customer provided reference range: 9.00 to 19.10 pmol/l): sid (B)(6): (B)(6) result = 23.11 pmol/l, (B)(6) result = 10.41 pmol/l. The customer is questioning the result generated on (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Customer service recommended the customer calibrate the alinity pipettor probe and the wash zone probe. Calibration of the proves resolved the issue which was verified with passing quality controls (qc) and precision runs. No additional result issues have been documented since the probes were calibrated. An instrument service history review for (B)(6) revealed no additional erratic or discrepant patient results related to the current complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for the alinity pipettor probe or the wash zone probe. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), the alinity pipettor probe, or the wash zone probe were identified.